Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on (B)(6) 2020. Visual analysis of the photographs identified device patch with lot number 3179240 and fluids inside the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. Additional, changed, and/or corrected data: b.5, d.7, g.3, h.6.

Event description:
Device has been explanted. Photos of the device have been received and reviewed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device remains implanted.